Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-17330. It was reported the pt was no longer receiving right side stimulation of his head. Fluoroscopy identified one of the pt's scs leads had migrated. Subsequently, the scs lead was explanted and replaced with a model 3186 scs lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.